Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the ventricular assist device (vad) exhibited a vad stop and associated motor start event. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6) 2025 at 05:09:42 and (B)(6) 2025 at 12:25:07, indicating losses of power to the controller. The data point logged prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 89% relative state of charge (rsoc) and that an adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2). Of note, the data points covering the second loss of power were not available for analysis. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data log prior to and following the second power-up event was not available. No anomalies were recorded leading up to the first loss of power. The controller was without power for thirty-two (32) seconds and fifteen (15) seconds, respectively. No vad stop alarms were logged within the analyzed period. Additionally, review of the alarm file revealed five (5) low flow alarms logged since (B)(6) 2025. This is an additional finding, unrelated to the reported event. As a result, the reported loss of power event was confirmed. The reported vad stop event could not be confirmed; however, it is likely the loss of power event correlates to the reported vad stop event. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: controller serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system controller d4: model #: 1420/ catalog #: 1420 / expiration date: 31-may-2024/ serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 23-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional motor start was observed and the motor starts were attributed to accidental double disconnect by the patient.